Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leakage of drugs in discardit 10ml syringe during administration of medicines.

Event description:
(B)(6) 2024. 1. Where exactly the leakage occurred in syringe? Leakage was between plunger and barrel. (Syringe body). This incident happened while taking blood samples. The same complaint was reported in ot and lab. 2. Was there any damage sustained to the device during use? If so, approximately where? No there was no damage to the device. 3. Was syringe used to inject fluid through the device? No, the syringe was not used to inject fluid through the device.

Manufacturer narrative:
A device history record review was completed for provided material number 300294 and lot number 2311504. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not returned, twenty (20) retained samples were obtained from the manufacturing facility for review. The retained samples did not display any signs of leakage. Although we were unable to reproduce the reported issue, it is possible that this incident resulted from damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. If this issue were to reoccur, we would greatly appreciate the opportunity to review the affected sample. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.